Manufacturer narrative:
Customer complained about having charge/battery lasts less than expected/keypad unresponsive/button error alarm/rewind anomaly on (B)(6) 2021. The thus download was successful. No unexpected pump error 61 alarm found in the device history/trace download. No alarm found in the insulin pump alarm history screen on (B)(6) /2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the insulin pump history. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm, failed battery test alarm or rewind anomaly noted during testing. All the button functioned properly and no stuck button error alarm noted during testing. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly or keypad traces/keypad connector/electronic assembly. The motor was tested outside of the device on the stb3 and passed. Keypad connector was locked properly into place. Device passed the keypad voltage test. In conclusion, charge/battery lasts less than expected/keypad, unresponsive/button error alarm and rewind anomaly complaint was not confirmed. Cracked case found on the back of the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were less responsive and harder to press. Customer reported the insulin pump was slower during the rewind and battery used to last a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.